Manufacturer narrative:
This product is not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -9.0/+1.5/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. The surgeon notes refractive change over time, low vault, and lens rotation. Reportedly, lens remains implanted. No additional information available at the time of MDR submission.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with white liquid on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Previously stated the lens remains implanted. Corrected/updated information: on (B)(6) 2018 the lens was exchanged for a longer lens. The problem is resolved. (B)(4)